Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having shortness of breath/difficulty breathing, black particles and device getting hot. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 24, 2024, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient previously alleged having shortness of breath/difficulty breathing, black particles and device getting hot. During the investigation, the manufacturer observed that unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. During the investigation, the manufacturer observed unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) During the investigation, the manufacturer observed black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure and top and bottom of the blower motor and the blower motor seal and blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. During the investigation, the manufacturer observed 1 error was logged. And was not able to confirm the presence of degraded sound abatement foam. Device problem code grid, evaluation method code, evaluation results code, conclusion code grid has been updated.